Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: anchor breaking. Probable root cause: design: inserter material/design too weak. Anchor/inserter assembly design cannot support insertion forces. Anchor raw material selection insufficient for insertion into bone. Process: anchor/inserter not manufactured to specification . Anchor/inserter not assembled to specification. Application: excessive force impacting inserter. Extremely hard bone, no pilot hole drilled. Patient bone quality.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.